Event description:
It was reported ongoing intermittent occlusion alarms occurred, resulting in an unknown number of elevated blood glucose values which were displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. The customer continued to use the pump for insulin therapy and has a back-up plan if necessary.